Manufacturer narrative:
Concomitant products: the main component of the system and other applicable components: product ID 3888-45, lot # v561267, implanted: (B)(6) 2011, product type lead; product ID 3888-45, lot # v420671, implanted: (B)(6) 2011, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead.

Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for multiple back operations. It was reported that one week prior to the report, the patient started getting ¿piercing pinching even felt like scotch tape and ripped off quickly¿. It was right at the bottom where the body joins the leg. They stated it was not all the time, just sometimes when they walk. They thought that the only thing that could be, was that one lead was not connected to anything and only two was able to access. ¿the third lead never.¿ the patient tried to get an appointment with their healthcare professional office but got directed to contact a manufacturer representative (rep). Additional information received from the patient reported they were also experiencing a stabbing, tearing pain that was making them to shriek. When asked what steps were taken to resolve the pinching sensation, the patient stated she was not sure that it was an unattached lead, but that was the only thing she could think of that could possibly be causing the pain. The patient indicated she was trying to make an appointment to see the doctor as the severe pains have not been improved. On the day of the call the patient stated that the doctor told her he did not have any method of tracing to see if the lead had become detached and she was referred to the manufacturer representative (rep).

Manufacturer narrative:
Other applicable components are: product ID 3888-45, lot# v561267, implanted: (B)(6) 2011, product type: lead; product ID 3888-45, lot# v420671, implanted: (B)(6) 2011, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead.

Event description:
Additional information received reported that the patient again went through their symptom problem as reported previously. The patient reported that they finally were able to see their healthcare professional. It was reported that the stabbing and tearing pain was in fact worse now. The pain medication was only marginally working and the intensity of the pain varies from about a 6 to a 10 (10 being very painful). Almost one of the worse pains that they have ever had. It leaves a regional ache making sitting down on anything, soft or hard, very uncomfortable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.